Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. An ocd fe adjusted the immunowash fluid metering module and replaced the evaporation caps to return the instrument to expected operation. Following this service activity and recalibration of vitros phbr, acceptable performance was observed. The root cause of this event is instrument related.

Event description:
A customer obtained imprecise vitros phbr quality control results on a vitros 5,1 fs chemistry system. Values of 38.4, 23.7, and 23.1 g/ml were obtained from the biorad level 2 fluid versus the customer mean of 29.66 g/ml. Values of 41.8, 47.0, 49.0, and 41.5 g/ml were obtained from the biorad level 3 fluid versus the customer mean of 66.55 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not processed for vitros phbr while quality control results were out of range. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)